Event description:
It was reported that the pump appeared to deliver medication to the patient but was not functioning correctly, and the clinical team intervened. Per reporter, the cadd epidural pump appeared to function normally, cycling and logging doses as delivered, but no fluid was actually leaving the bag, resulting in a loss of analgesia. Multiple physician-administered ¿hand boluses¿ were required, and the epidural catheter was replaced before the pump issue was identified. The patient was not injured.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - serial #, h5, h6: updated. The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.